Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the subject lead and associated ICD (paradym sonr 8770, MDR: 1000165971-2011-00420) were implanted on (B)(6) 2010. On (B)(6) 2011, the patient was admitted in emergency due to inappropriate shocks. At the interrogation of the ICD, ventricular oversensing and impedance <200 ohms were observed. Following the manufacturer's recommendation a reintervention was performed on (B)(6) 2011 and tests performed on the lead showed abnormal behavior. The lead could not be removed easily and it was cut and capped. The associated ICD and the lead portion were explanted.